Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014, c4tr01 crt-p implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead dislodged and pulled back into the coronary sinus after trauma from a motor vehicle accident. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.